Manufacturer narrative:
Customer could not be reached and did not respond to requests for additional information.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that several shocks with the internal paddles that were canceled¿. The device was not in use on a patient.